Event description:
It was reported that there were telemetry issues, that the programmer was not communicating with wireless devices. It was noted that it may have been an issue with the programmer head. The programmer and programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer;